Manufacturer narrative:
The device had been reprocessed with a kaigen washer, after precleaning. The device was delivered to the user facility in april 2021, but the user began using it for endoscopy around june. Therefore, the user requested an investigation into the cause of the air/water feeding function failing in a short period of time after the device was first used. The device was evaluated at omsc. As a result of the evaluation, the following was confirmed. -the phenomenon reported by the user was not reproduced. -there was no abnormality in the cleaning function on the objective lens by air/water feed. -when the air/water nozzle was removed and the internal condition was checked, brown foreign material was attached. -as a result of component analysis of foreign material, a mixture of rust and organic silicon was detected. The phenomenon reported by the user may have been caused by foreign material entering the air/water nozzle or air/water channel and temporarily clogging it. Alternatively, it is possible that air/water feed could not be performed temporarily due to the damper phenomenon of the air/water channel. The damper phenomenon is not a device abnormality, but the phenomenon that occurs depending on how the air/water valve is operated. In addition, foreign material may have clogged the air/water nozzle, because foreign material entered the air/water cylinder from the outside during cleaning, etc. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
The user returned the device to olympus medical systems corp.(omsc) because it found that the air/water feeding function did not work at all during preparation for use. Since other endoscopes were able to feed air and water without issues, the user changed to an oral endoscope and performed the intended procedure. Omsc then inspected the device and found that foreign material remained inside the air/water nozzle. This failure mode found during the evaluation is a MDR reportable malfunction. There was no report of patient injury associated with the event.